Event description:
The patient reported developing a breast infection during the period of zio monitor wear. The patient did not specify whether the infection was caused by or related to the device. The patient reported treatment with penicillin v potassium as prescribed by a healthcare provider. Multiple attempts were made to obtain additional information about the reported event; however, neither the reporter nor the account could be reached. This report is being submitted in an abundance of caution.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 13 days of the 14 days prescribed. It is unknown whether the patient has sensitive skin and a known history of reaction to medical adhesive. The exact cause of the reported event cannot be determined. Despite several attempts to obtain more information, no additional details were obtained regarding the reported event. This report is being submitted in an abundance of caution. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.